Manufacturer narrative:
On 16 february 2017 the r&d project manager performed a visual inspection and commented as follows: during the visual inspection on the retrieved implant, it was observed that the locking screw was still secured in the bone screw. There were no significant sign of screw head anomalous and/or evident failure that could lead to screw back out from the plate. Mechanical tests were successfully performed to verify the functionality of the screw back out mechanism.

Manufacturer narrative:
The primary surgery was a cervical four through six anterior discectomy and fusion. On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: two months after anterior cervical discectomy and stabilization, a screw backed out for unknown reasons and needed to be removed. The available information do not allow us to establish whether the cause was a defect in the anti-unscrewing device or whether the problem arises from operative or individual/anatomical unknown conditions. Perhaps the analysis of the explanted screw could foster additional knowledge; to date, the root cause cannot be established. Batch review performed on 21 december 2016. Lot 1620195: (B)(4) items manufactured and released on 28 june 2016. Expiration date: 2021-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon noticed that the c4 screw had backed out. The cause of the screw backing out is unknown. The surgeon revised the screw. The surgery was completed successfully. X-rays and explants are available.